Manufacturer narrative:
(B)(4). D10: item name# oxf twin peg cmntls fmrl md; item number# 161474; lot # 67236421. Item name# oxf uni cmntls tib sz c lm; item number# 166574; lot # 67253476. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a total knee arthroplasty revision due to polyethylene insert dislocation. Approximately 1 month and 20 days post-implantation. Attempts have been made, and no further information has been provided.